Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information has been requested. (B)(4).

Event description:
A risk manager reported that during intraocular lens (iol) implant surgery, the injector mechanism was slow at first, but then malfunctioned and the lens shot into the bag, causing vitreous loss. In a follow-up, the surgeon reported the lens was left in the eye, the patient is fine, and he does not foresee any long term effects. The viscoelastic that the surgeon reported he used was not approved for use with the delivery system. Additional information has been requested.